Manufacturer narrative:
MFR received date: 20nov2019. A touchscreen assembly was returned for analysis. An investigation was performed and the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019.

Event description:
The customer reported calibration touch screen failed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 16oct2019. Date of report: 18oct2019. The service technician confirmed the touch screen was replaced, which resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported calibration touch screen failed. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.